Manufacturer narrative:
The ICD and the lead under complaint were returned and subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. In particular, the sensing function was normal and as expected. During the visual inspection of the lead multiple signs of wear could be observed along the lead fragment. In particular the insulation was rubbed through on the distal part of the lead. This damage can be considered the root cause of the reported oversensing. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labour involving the upper body are known contributing factors. The provided x-ray image showed highly septal implanted lead and a bend in a relatively small radius in the intracardiac area which may have affected the lead's motion. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. The ICD functioned as expected.

Event description:
This lead was explanted due to previous reports of noise. No adverse patient events were reported. Should additional information become available, this file will be updated.